Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump taking time to turn on after putting in a new battery and a post-reset ram crc (pump error 23) alarm. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for the pump errors, and the alarm was unable to clear. Troubleshooting was performed for the frozen screen, the buttons were not responsive, and the time clock did not advance. Troubleshooting was performed for the general documentation and the customer called for an issue not covered by the existing troubleshooting guides. No harm requiring medical intervention was reported. Product return was requested for mmt-1880. The customer will discontinue using the device, and the customer's response was that the device will be returned.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump powered up properly after battery installation. No frozen screen noted. No pump error 23 alarmed noted. The pump passed the displacement test, sleep current measurement test, active current measurement and self test. The pump was monitored and no unexpected powering off or frozen display noted. Successfully downloaded history files and traces using thump software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay and cracked battery tube threads. In summary, customer alleged frozen screen not confirmed. Pump error 23 not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.